Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. It is a possibility the surgeon pulled the sutures with excess force while knot tying causing it to pull out. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
The affiliate reported via email the anchor comes out without the thread. Additional information received via email from the affiliate on 5-15-17: type of procedure was repair of rotator cuff by arthroscopy the anchor was received by the technical assistant without sutures, since before removing the anchor it was received with blood and for biosafety it was discarded. The anchor was implanted; at the moment the points are passed to the tissue even though the suture is seen to run through the anchor, it is not visualized when the thread leaves the anchor. The surgeon assures that the thread has been pulled. For this reason it was not possible make the knot to repair the cuff. The suture was never broken, only disassembled from the anchor. Although it was well implemented by the specialist's decision the anchor was removed because it had no knotting. Subsequent to what happened, the surgeon proceeds to make a diagonal hole with another anchor (which remains in the patient) that left the anchorage but since it is so far from the injury, the tissue is retracted and torn. So the first anchor is the one that is repairing the cuff. The original bone hole was left empty. It is delayed approximately 35 minutes since it was the time that the surgeon tried to remove the anchorage of the bone.